Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - head. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial hip procedure on an unknown date. Subsequently the patient was revised due to infection, dislocation and loosening of the stem. Attempts have been made and no further information has been provided.